Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen 24 hours a day and a lot of pain") in a 45 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower (seriousness criterion intervention required) and genital hemorrhage ("lots of bleeding"). An unknown time later she experienced bacterial infection ("a bacterium every 5-6 months and endless causes"). The patient was treated with unspecified non-drug therapy. Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to genital hemorrhage, bacterial infection or abdominal pain lower. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen 24 hours a day and a lot of pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower (seriousness criterion intervention required) and genital haemorrhage ("lots of bleeding"). An unknown time later she experienced bacterial infection ("a bacterium every 5-6 months and endless causes"). The patient was treated with unspecified non-drug therapy. Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to genital haemorrhage, bacterial infection or abdominal pain lower. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain in the lower abdomen 24 hours a day and a lot of pain [lower abdominal pain] lots of bleeding [genital bleeding] a bacterium every 5-6 months and endless causes [bacterial infection nos] chronic pelvic pain [pelvic pain] fibroid uterus [uterine fibroid]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen 24 hours a day and a lot of pain") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower (seriousness criterion intervention required) and genital haemorrhage ("lots of bleeding"). Essure was removed on (B)(6)2023. On unknown date she experienced bacterial infection ("a bacterium every 5-6 months and endless causes") and pelvic pain ("chronic pelvic pain") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with non-drug therapy (laparoscopic removal of bilateral essure implants.bilateral salpingectomy.hysteroscopy). At the time of the report, the abdominal pain lower, genital haemorrhage and bacterial infection had not resolved. The outcomes for pelvic pain and uterine leiomyoma were unknown. The reporter considered pelvic pain and uterine leiomyoma to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, bacterial infection or abdominal pain lower. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: upon internal verification argus cases (B)(4) was found to be duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, reporters, events (pelvic pain & uterine fibroids) other relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00123). Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.